Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that tasp was fractured into two pieces. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: the reported event was confirmed as the product was returned and examination determined that the tasp exhibits signs of repeated use (nicked and gouged) and is fractured on the medial & lateral side of the post. All pieces returned. DHR was reviewed for deviations and / or anomalies with no deviations / anomalies identified. Root cause could not be determined with information available as frequency of use is unknown, a condition of use is unknown, and surgical technique was not followed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.